Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power leads was not confirmed; however, the reported event of green fluid contaminate on the controller and driveline, as well as a damaged grommet on the controller was confirmed via visual analysis of the submitted photos. The heartmate ii pocket controller serial number (B)(4) was not returned for analysis; however, there were photos of the reported issue submitted. The submitted photos displayed a damaged rubber grommet on the controller, green fluid contaminate in the driveline bend relief on the controller side, and fluid contaminate within the bulkhead assembly. No photos were submitted that indicated an issue with the controller's power leads. It was reported that there were no alarms were noted but the patient wanted to proactively exchange the controller due to a tar like substance on the metal connector. No product will be returning for analysis. The root cause of the reported event of the damaged power leads of the controller and the green contaminate within the bulkhead assembly and the driveline could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii pocket controller serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the heartline stating that the power leads of their controller were in terrible shape. No alarms were noted but the patient wanted to proactively exchange the controller due to a tar like substance on the metal connector. There was concern that a new controller would not be able to be plugged in. It was recommended to scrape off as much of the substance as possible before performing the exchange. Following the controller exchange, a green substance was observed inside the controller connector. This was reportedly most likely due to moisture inside of the percutaneous lead or controller, causing the metal copper shielding to oxidize. Related manufacturer's report: 2916596-2023-00974.